Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, respiratory tract irritation, dizziness, and/or headache, asthma, inflammatory response, lung disease, reduced cardiopulmonary reserve, copd, pneumothorax in left lung which is now completely nonfunctional. No medical intervention was specified by the patient. The device has not yet been returned. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, respiratory tract irritation, dizziness, and/or headache, asthma, inflammatory response, lung disease, reduced cardiopulmonary reserve, copd, pneumothorax in left lung which is now completely nonfunctional. No medical intervention was specified by the patient. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed verified particles in airpath. No additional repairs were performed. It was noted that the device was not needed for inventory and the unit was scrapped.